Event description:
The customer contact reported the patient received more IV fluid than intended. At 1918, the device was programmed to deliver 1l of normal saline at a rate of 50ml/hr with a dose limit of 900ml and the delivery was started. At 0300, the nurse entered the patient's room for a dose end alarm and noted there was approximately 200ml of fluid left in the bag. The delivery was stopped and the physician was notified. The patient was treated with an unspecified dose of lasix and the delivery was discontinued. There were no reported adverse patient sequelae. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.